Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - physical damage) issue. Reportedly, the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the black box indicated that the last basal delivery occurred at 08:21am on (B)(6) 2016. There was no evidence of voltage fluctuation observed in the black box. The pump powered on normally and did not draw excessive current. The pump successfully completed ez-prime steps. The pump cover was removed and no internal defects were found. The complaint of a temperature issue could not be confirmed or duplicated on investigation. Investigation revealed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
Follow-up #2, 28-march-2017- correction to serial#.